Manufacturer narrative:
The information has been updated and provided in this report.

Event description:
It was reported that the customer was using a competitor's sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was due to high blood glucose of 30.0 mmol/l. The caller stated that the customer had diabetic ketone acidosis that may have led to the customer's passing. The customer¿s blood glucose was 30.0 mmol/l at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.